Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study. The 5-year follow-up imaging revealed barb separation, stent fracture and type 1a and 1b endoleaks. On (B)(6) 2019, the patient was routinely treated for a type 1a endoleak from a prior tevar (thoracic endovascular aortic repair) (B)(6) 2019 with placement of a zta-p-38-167. No procedure issues were reported. No device issues or endoleaks were noted on procedure, 1-month, or 6-month imaging. A 12-month visit was not done and it was noted that the physician decided no more follow-up. On 20jan2024, the patient experienced a hemorrhagic stroke, noted as not related to the device or procedure. Another adverse event for stroke is entered for 03eb-2024, the day after hospital discharge from the (B)(6) 2024 stroke. It is believed this is an error, and that this adverse event should be hip fracture, which is noted in the additional information section of the form. Queries have been placed for clarification. The 5-year follow-up imaging was completed on (B)(6) 2024, presumably as the patient was imaged for the other issues reported, since it was noted that no additional follow-up was to be done after 6 months. This imaging revealed barb separation, stent fracture, and type 1a and 1b endoleaks. Clinical nurse requested for clarification if these issues involved the zta placed in mar 2019, and/or if they involved the previously placed device(s) from the tevar in jan 2019. Patient outcome: on (B)(6) 2024, the patient died. No autopsy was performed. The cause of death is noted as hip fracture. Death is noted as related to other contributing factors, specifically ¿stroke leading to fall leading to hip fracture.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA as nothing indicates device deficiency. Summary of investigational findings: 86-year-old male pt (enrolled in study 1713 ID 612-004) had an aortic dissection type b and intramural hematoma in the descending thoracic aorta. On (B)(6) 2019, zta-p-38-167 (complaint device) was implanted in zone 2 between left common carotid (lcc) and left subclavian artery (lsa) with distal seal zone in a previous implanted stent graft ((B)(6) 2019) to treat a type 1a endoleak. There was complete coverage of lsa with revascularization performed. 1 month and 6 months follow-up were performed, whereafter physician decided not to follow up anymore. A 5-year unscheduled follow-up visit ((B)(6) 2024) was performed after the patient had a stroke and hip fracture, a non-contrast cta (computed tomography angiography) showed that there was barb separation and stent fracture. (B)(6) 2024, the patient died following the stroke that led to a fall resulting in hip fracture, which was noted to be not related to study device, study procedure or treated aortic disease. A clinical assessment of the event was performed by a medical advisor in danish on (B)(6) 2024 and further specified on (B)(6) 2024. The assessment was based on information available on (B)(6) 2024, thus prior to the imaging review. The medical advisor agrees with the study site that neither the stroke, fall and subsequent hip fracture were related to the device issues observed at the 5-year unscheduled follow-up visit nor the index procedure. An imaging review was performed by an imaging expert on (B)(6) 2025 based on non-contrast cta (computed tomography angiography) at the 5-year unscheduled follow-up visit. Per imaging review findings: the zta-p-28-167 proximally extend the seal zone of two previously implanted gore tags to the left cca. The lsa origin was plug occluded. The distal lsa was supplied through a left cca bypass. The bare stent was incompletely separated from the sealing stent and fractured. The sealing stent and attached part of the bare stent had moved distally along with the gore tags. The maximal separation between the zta-p sealing stent and the second mainbody stent indicated that the zta-p had been pulled distally by the gore tags rather than settling into the gore tags. Likewise, the gore tag movement must have been concomitant with aortic elongation. A barb fracture was not present. A linear density along the outer aortic curvature in the expected location of a barb was calcium rather than metallic density. Additionally, all the barbs were visualized attached. It is the impression of the imaging reviewer that the presence of blood outside the zta-p but contained within the aorta confirmed a type ia endoleak despite the absence of contrast. Device was not returned. Review of the device history record gave no indication of the device being produced out of specification. Per instructions for use (IFU): ¿ the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. ¿ the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. ¿ endoleaks as well as stent graft migration and stent fracture are adverse events that may occur and/or require intervention in association with either the zenith alpha thoracic endovascular graft or the implantation procedure. ¿ after endovascular graft placement, patients should be regularly monitored for endoleak flow, thoracic aneurysm or ulcer growth, or changes in the structure or position of the endovascular graft. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Based on the provided information, clinical assessment and imaging review, the likely cause of the observed stent fracture is a cascade starting with aortic elongation resulting in migration of the non-cook devices as well as pulling on the zta-p stent graft eventually leading to bare stent breakage and a type 1 endoleak. Aortic elongation is assessed to be inherent to the patient¿ medical condition and nothing indicates that the event is related to fault conditions of the device or abnormal use of the device why the event is assessed to be a side effect. It is noted that the zta was placed in a patient with a type b dissection, which is outside intended use. Furthermore, it is noted that the physician deliberately decided to not follow-up with imaging after 6-months post-implantation, which is against IFU imaging guidelines. A more frequent follow-up might have caught the migration prior to stent fracture and type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20dec2024: the barb seperation concerns the prox bare stent of the zta-p-38-167 implanted on (B)(6)2019. The type 1a and type 1b endoleaks reported have been removed, with the site noting ¿CT without contrast; so, no endoelaks can be seen.¿